Event description:
I had injections of sculptra from my dermatologist and since then, I have been extremely fatigued. I also had an allergic reaction, my face did swell up. It was not conclusive that it was from the sculptra. My main symptom is extreme fatigue. Diagnosis or reason for use: filler for wrinkles; is the product compounded? No. Is the product over-the-counter? No. Event abated after use stopped or dose reduced? No.